Event description:
It was reported that blockage of the lumen of the foley catheter intake tube, preventing normal flushing of the patient's bladder.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be burning tip not hot enough/poor connection of burning tip and transformer/wrong operator technique/burning tip dirty that cause poor burned or not burned eye.a review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element.a review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that blockage of the lumen of the foley catheter intake tube, preventing normal flushing of the patient's bladder.